Manufacturer narrative:
The insulin pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The pump passed the selftest, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Pump failed the sleep current test due to moisture damage on the j7 connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received a critical pump error alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed for critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.